Event description:
Healthcare professional reported rupture on right side. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on right side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device in the posterior side assessed as an unidentified (tear) opening (shell thickness within specification). Additional observations: observed creases on the device. Brown particles observed in the surface of the shell. No further actions are required as the device was implanted.